Manufacturer narrative:
This is a report of a use error in which the connection between the line and bag was not secured by the patient. Loosely connecting a solution bag to the supply line is a known cause of a disconnection which leads to a system error 2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. During troubleshooting, it was discovered that a solution bag was loose and became disconnected from the solution line causing the alarm. The patient had not tightened/secured the connection which caused the loose connection and system error 2240. The technical service representative assisted with clearing the alarm and advised to restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.